Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 2 for (B)(4). It was reported by the customer in (B)(6) that the patient underwent an unknown surgery on (B)(6) 2022 with the va distal humerus plate for the distal humerus. At first, the surgeon inserted the va locking screw then the surgeon tried to insert the locking head screw; however, the patient¿s soft tissue was thick that made it difficult to insert the locking head screw. Therefore, the surgeon substituted a cortical screw. During insertion of the cortical screw, the surgeon turned the screwdriver excessively that caused stress to be concentrated on the screw head of the adjacent va locking screw. As a result, the va locking screw was broken. The surgeon removed the broken screw with power tools and inserted the plate. The surgery was completed successfully within 30 minutes delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) unk - screws: va locking device. This complaint involves 2 devices.

Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.